Event description:
It was reported to boston scientific corporation in 2006 that an enteral guidewire device was used during a colonoscopy procedure the same day (male patient; age and weight are unknown). According to the complainant, during the procedure, the enteral guidewire frayed at the end. The procedure was completed using a hydra jagwire. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned device revealed that the distal weld of the wire was lost. The fray damage to the device is consistent with damage caused by a torque device. The condition of the guidewire suggests that a tensile overload occurred at the site of the weld. Although the investigation results indicate that procedural factors may have contributed to the device failure, the exact cause of this malfunction cannot be determined.